Event description:
Customer reported that her blood glucose was 70 mg/dl at 8:53 pm on (B)(6) 2011, but by 10:00 am the next morning it had risen to 251 mg/dl. She ingested 30 grams of carbohydrate and administered an insulin bolus dose of 5.0 units. Two and a half hours later, it had again increased to 425 mg/dl. As she was eating another 40 g of carbohydrate and for correction, she took an additional 9.05 units of insulin. At 2:45 pm her bg read "high" (>500 mg/dl), so the device was deactivated. She observed that the cannula was kinked when she removed it.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula and whether it restricted insulin delivery or to determine if some other product condition could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." To treat hyperglycemia, it advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."